Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio2: 1.2, lab: 2.4. Therapeutic range not provided. Caller provided two meter serial numbers but did not know which one was used for this testing. One serial number is included on this medwatch report and the other one on MDR # 007969-2012-001719.